Manufacturer narrative:
(B)(4): evaluation, results: (dissection).

Event description:
Two endeavor sprint otw drug-eluting stent was implanted overlapping in the prox lad during the index procedure. Pt had dissection after the first stent was placed and the second stent was placed to treat the dissection. Pt recovered with treatment and was discharged the same day as the index procedure. In the opinion of the investigator, the event was mild in intensity, definitely related to the study device and study procedure and not related to the study drug.